Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 409 mg/dl and diabetic ketoacidosis. The cause of the elevated bg was unknown; however, customer reportedly was experiencing several unrelated personal issues which possibly contributed to the event. Bg was addressed via intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated no permanent damage was sustained. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.